Manufacturer narrative:
(B)(4).

Event description:
The customer reports: peel-away sheath split at the distal end during insertion. Inserter thinks that this may have occurred due to extremely tough skin causing the dilator to bend, putting pressure in the sheath and causing separation.

Event description:
The customer reports: peel-away sheath split at the distal end during insertion. Inserter thinks that this may have occurred due to extremely tough skin causing the dilator to bend, putting pressure in the sheath and causing separation.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and dilator for evaluation. Visual examination of the returned sheath revealed signs of use in the form of biological material. The sheath was partially split along the score line from the distal tip. There was also a slight bend in the sheath body halves, indicating undue force. The peel-away sheath contained a 15 mm split from the distal end. The total length of the sheath measured to be 2.76" which is within specification per product drawing. The returned dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating. The customer report of the peel-away sheath prematurely separating was confirmed by complaint investigation. The distal tip of the sheath was separated. The sheath body was slightly bent, indicating undue force cause the separation. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.